Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA/510(k)#: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the tube did not draw enough blood. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the tube did not draw the specified volume of blood.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the tube did not draw enough blood. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the tube did not draw the specified volume of blood.

Manufacturer narrative:
The following fields were updated due to additional information: device available for evaluation: yes returned to manufacturer on: 2023-02-24 investigation summary: bd japan received ninety-nine (99) samples (1 used/ 98 unused) and attached ten (10) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for underfill was observed. Additionally, twenty (20) unused customer samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on photos and the returned used sample. Bd was not able to identify a root cause for the indicated failure mode.